Event description:
Boston scientific received information that post implant the field representative suspected this patient developed cardiac tamponade. Right atrial (ra) undersensing of small atrial fibrillation waves and oversensing of noise on the right ventricular (rv) lead evoked response channel was reported. When the field representative increases the device sensitivity, oversensing of the atrial fibrillation waves was observed. Technical services (ts) was consulted and discussed programming options to reduce the amount of undersensing and noise. Additional information was requested about the cardiac tamponade however no additional information was available at this time.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.